Manufacturer narrative:
An event regarding instability involving an unknown femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: " still not enough information to justify the revision including history and x-rays of dislocations, exam of explanted components, operative reports, and clinical and past medical records." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported, patient had left hip revision. Head and liner exchange of series 2 liner and c-taper head. Update 10/19/2018: the reason for revision was an unstable hip.